Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had static image, image disappeared during angulation, and an e218 error (scope malfunction). There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cut on the charged coupled device (ccd) cable and damage on the ccd unit. Additional findings were as follows: adhesive on bending section cover had a chip; venting connector of light guide connector was loose; label on light guide connector was peeled; light guide cover glass had a scratch; and forceps elevator (surgical products) had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.